Event description:
A (B)(6) verisight pro (ice) catheter was used to support a watchman left atrial appendage occlusion (laao) procedure. After the physician crossed the septum, fluid was noted around the heart; pericardiocentesis was performed but unable to stop the bleeding. The laao portion of the procedure was aborted and the ice catheter was removed. The patient was transferred to surgery due to pericardia I effusion caused during the transseptal crossing. The surgeon confirmed a tear in the rv caused by the pericardiocentesis. Per (B)(6) clinical assessment, the reported pericardia! Effusion, with subsequent pericardiocentesis, was related to the transseptal needle. There was no alleged malfunction of the verisight pro catheter and did not cause or contribute to the reported event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)"